Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of partial hepatectomy, while performing hepatic vein resection, the surgeon clamped the tissue and tried to fire the device, however could not. The surgeon removed the device from the tissue. They replaced it with a new device and the procedure was continued. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing hepatic vein resection at the first firing of partial hepatectomy, the surgeon clamped the tissue and tried to fire the device, however could not. The surgeon was able to press the green button but was unable to squeeze the handle. The surgeon removed the device from the tissue. They replaced it with a new device and the procedure was continued. There was no patient injury.